Manufacturer narrative:
Covidien ref number: (B)(4).

Event description:
It was reported that, a 980 ventilator had a oxygen (o2) sensor failure. Although requested, the following information was not provided: if a patient was impacted by the reported event, patient outcome, as well as if any intervention was required on behalf of the patient.

Manufacturer narrative:
(B)(4). The service engineer inspected the device and verified the reported issue. The se replaced the o2 sensor. The se performed extended self-testing on the device and all tests passed.